Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure which included the use of a qdot micro ablation catheter and experienced diaphragmatic paralysis post a completed procedure. On that day, the procedure proceeded with the usual strategies and no unusual actions were taken. No abnormalities observed prior to or during use of the product. The issue was not resolved, and the attending physician was to be informed of any further precautions that should be taken. The severity of the diaphragmatic paralysis cannot be determined as no information has been provided regarding interventions. As the issue has not resolved, the event is reportable to the us FDA as a conservative approach.

Manufacturer narrative:
E1 initial reporter phone: (B)(4). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31108463l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
UDI related data quality updates only. Correction to the initial MDR, incomplete UDI was provided. Section d4. Primary UDI number has been updated with full UDI (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).